Event description:
Customer reported via phone call that she has experienced high blood glucose over 400 mg/dl for four days. Customer stated that the insulin pump has been alarming no delivery. Blood glucose was 300 mg/dl and within an hour it went up to 500 mg/dl and read high the rest of the day. The customer is legally blind and her mother helps her. She has changed her site nine times in the last few days. She experienced pain with one of the infusion sets and knew the cannula was bent but that only happened with 1 out of 9. Customer declined troubleshooting for high blood glucose. The insulin pump is being replaced and the customer is being sent infusion set samples.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.